Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On 04/28/2022, a distributor of infutronix reported a complaint on behalf of an end user: "the tubing has come out from the distal end of the cassette." The incident occured during an infusion. Device operator was other as specified. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.